Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted; however, there was no optimal sensing and the lead was successfully repositioned. After the left ventricular (lv) lead was implanted, the physician requested testing of the rv lead. The testing revealed impedance measurements greater than 4000 ohms and loss of capture. As a result, this lead was explanted and a new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The connector tool was properly seated over lead terminal connector and the fixation knob engaged. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.